Event description:
Reportedly, the clip was placed on the cystic artery. When the operation was finished and final control was made, the doctor found an outer part of the clip in the abdominal cavity. When investigating it was found that the inner part of the clip was still placed loosely on the artery. The artery had to be closed by suture. No pt injury.